Event description:
Had spinal surgery to implant a spacer on (B)(6) 2023 to relieve pressure between l3-4. Two devices implanted in spine lumbar. Post op bacterial infection diagnosed upon admission to hospital on (B)(6) 2023. Experienced severe pain and spasms since surgery and MRI conducted on (B)(6) 2023 and read on (B)(6) 2023 found "status post interbody spacer at l3-4 with edema in the disc space, adjacent vertebral bodies, ventral epidural space and psoas muscle with apparent left psoas abscess. Findings are concerning for discitis osteomyelitis." Hospitalized from (B)(6) 2023 through (B)(6) 2023. Treated with broad spectrum IV antibiotics and released with PICC line installed to continue IV antibiotics for 6-8 weeks. Due to lab error the bacteria was not speciated and there was no original specimen left to do so from before antibiotics were administered in the hospital. Two devices implanted: 1. Infuse bone graft small- manufacturer: sofamor danek- sofa; model number: 7510200; lot number: mgp7850aaa; 2. Cage 10x18x55-10deg- manufacturer: nuvasive - nuva; model number: 1181055p2. Implanted by: (B)(6), implanted at: (B)(6). "Status post interbody spacer at l3-4 with edema in the disc space, adjacent vertebral bodies, ventral epidural space and psoas muscle with apparent left psoas abscess. Findings are concerning for discitis osteomyelitis." Reference report mw5144931.